Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 3500 pumps. Device arrived in good physical condition.the event log revealed force sensor error. When testing done to duplicate event, all force sensor was within the specifications. What caused the event was isolated to the customer manipulated the pump during its seft-test process, by entering the biomed code 2580, as customer was able to clear the force sensor test error. No action was taken, as no fault could be found. The device was re-calibrated and passed all testing.

Event description:
Information received a smiths medical medfusion 3500 pump ' forced sensor." No patient involvement, as event occurred during testing.